Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with failure 703:00 was confirmed but not reproduced during evaluation. The cause of this condition was determined to be a issue with the communication harness. The harness that connects the user interface module and the pump head module was damaged/disconnected. To address the reported problem, communication cable was replaced. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility representative reported a colleague infusion pump with failure code 701:00. However, the product evaluation by baxter (B)(4) personnel discovered this failure code to be 703:00. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.